Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that the spring was deformed and it could not be assembled with the baseplate before op. So a spare product was used in the op.